Event description:
It was reported that there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv). Specific values for volumes were not provided, but the reporter did state that they pulled out almost the entire drug that they had put in at the previous refill. Specific timeline and symptom details were not provided, however reporter did state that the patient reported they were "not getting adequate therapy". It was later reported that an exploratory surgery was done on (B)(6) 2012, and the healthcare provider found a kink in catheter due to some scar tissue. The healthcare provider then removed the scar tissue and straightened out the catheter. Reporter stated that following the event, the patient was seen on (B)(6) 2012 and was receiving effective therapy. The medications in the pump were fentanyl, droperidol, and morphine.

Manufacturer narrative:
.

Manufacturer narrative:
Product ID 8709sc, lot# n185639001, implanted: (B)(6) 2009, product type catheter. (B)(4).